Event description:
It was reported in an article titled "vagus nerve stimulation in the developmentally disabled", that a pt developed a post-operative infection requiring removal of the vns. The pt's seizure rate did not increase following explant so the pt was not re-implanted. Additional information is not known at this time.

Manufacturer narrative:
Citation: andriola, mary r, susan a. Vitale "vagus nerve stimulation in developmentally disabled". Epilepsy & behavior 2, 129-134, (2001).

Event description:
Attempts for additional information have been unsuccessful to date.